Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d1, d2a, d2b, d4, d9, g1, g3, g4, g6, h1, h2, h4, and h11.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that after cleaning the femoral impactor, a fracture was noticed on the impactor pad. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.